Event description:
A customer contacted beckman coulter inc (bec) in regards to intermittently generated erratically high or low potassium (k) results generated by the synchron cx5 delta clinical system. The erroneous results were not reported out of the laboratory. The samples were repeated on an alternate unit (cx3) when the lab noted samples failed delta check. The obtained results were either 0.5 mmol/l lower or higher. The customer provided only examples where the k result was suppressed. The customer stated the example would be 4.5mmol/l on the cx5, but 3.8 mmol/l when repeated on the cx3 there were no examples matching the issue described by the customer. Patient treatment was not impacted by this event.

Manufacturer narrative:
The sample was serum. Per customer, qc in the weeks preceding the event had been erratic. The customer provided a qc chart that confirms that the qc had been erratic. The customer replaced the k tip prior to service arrival. The customer did not presoak the k tip prior to installation which caused imprecision until the tip equilibrated. A bec field service engineer (fse) inspected the flow-cell and tubing and no issues were noted. The k tip had equilibrated as the fse completed the inspection. Fse verified performance. Replacing the k tip appeared to have resolved the issue.